Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer (fse) performed a reagent prime, performed an ise check and conditioning, and performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 2 patient samples on a cobas pure c 303 analytical unit. For sample 1, the initial k result was 8.32 mmol/l. The repeat result was 4.76 mmol/l. For sample 2, the initial cl result was 138.7 mmol/l, the initial k result was 6.18 mmol/l, and the initial na result was 176.4 mmol/l. The repeat cl result was 101.5 mmol/l, the repeat k result was 4.75 mmol/l, and the repeat na result was 139.4 mmol/l. The repeat results were deemed correct.